Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 680 mg/dl. It was stated that the customer had been treating with the insulin pump, but continued to experience high blood glucose levels. The caller stated that the insulin pump did not give any alarms, but appeared as if insulin was being delivered. It was stated that the insulin pump was removed at the hospital, and the line was kinked. Called the customer, and found that she was also hospitalized on (B)(6) 2013 due to diabetic ketoacidosis, with blood glucose levels greater than 500 mg/dl. The customer stated that she was dehydrated and was vomiting blood both times. The customer also stated that she feels she had a urinary tract infection and yeast infection both times. The customer declined troubleshooting as she was not feeling well. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.